Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the very front part of the tip of the returned cannulated screwdriver is completely broken off during tightening. The main part of the broken surface is homogenous. Damages are evident on the returned piece from the tip, also the device is visibly. It is determined that the root cause of the failure was due to repeated powerful dynamically overload during repetitive use over time. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by repetitive applied mechanical force over the years in use. If any further information is provided, the investigation report will be updated.

Event description:
It was reported: tip of screwdriver broke.